Event description:
The customer reported an infusion pump with a depleted battery condition. Information was not provided regarding whether or not the failure occurred during an infusion. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 17, 2007. Evaluation summary:evaluation was completed and the reported condition of depleted main batteries was confirmed (failure code 570 was found in the event history). Inspection of the device revealed damaged batteries. The main batteries and the battery harness were replaced and the baxter technician tested the device. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.